Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. It was also noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure there was placement difficulty as the atrial lead was screwed into the right ventricular (rv) lead that had already been placed. It was noted that this happened when the atrial lead's screw was deployed in a low septal placement. Both, the atrial lead and rv lead, were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.